Event description:
It was reported that during the procedure, this right atrial (ra) lead experienced helix extension difficulty. Additionally, fracture was suspected due to noise seen on the pacing system analyzer. Fluoroscopy was performed, and noted that tortuosity was observed. The procedure lasted several hours, consisting of attempts to extend the helix, which were unsuccessful. The physician tried different accessories (sheaths), and use of more firm stylets to help assist with helix extension. He also tried using different methods (tempo of lead rotations), with a range of techniques to allow the torque to transfer down the lead, but was unsuccessful. It was noted that the physician removed the lead from the patient, and tested the helix mechanism on the table. The lead successfully extended/retracted on the table. The lead was re-inserted; however, helix difficulty reoccurred. Multiple ingevity leads were attempted during the procedure; however, the same helix issues occurred. There was no suspicion of fracture with the additional attempted leads. Subsequently, a new lead of a different model (competitors) was used, and the procedure was completed without further complications. No adverse patient effects were reported. The associated leads are expected for return.

Event description:
It was reported that during the procedure, this right atrial (ra) lead experienced helix extension difficulty. Additionally, fracture was suspected due to noise seen on the pacing system analyzer. Fluoroscopy was performed, and noted that tortuosity was observed. The procedure lasted several hours, consisting of attempts to extend the helix, which were unsuccessful. The physician tried different accessories (sheaths), and use of more firm stylets to help assist with helix extension. He also tried using different methods (tempo of lead rotations), with a range of techniques to allow the torque to transfer down the lead, but was unsuccessful. It was noted that the physician removed the lead from the patient, and tested the helix mechanism on the table. The lead successfully extended/retracted on the table. The lead was re-inserted; however, helix difficulty reoccurred. Multiple ingevity leads were attempted during the procedure; however, the same helix issues occurred. There was no suspicion of fracture with the additional attempted leads. Subsequently, a new lead of a different model (competitors) was used, and the procedure was completed without further complications. No adverse patient effects were reported. This lead was recieved for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/body fluid was present, and tissue was entwined around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, investigation found it likely that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations. A corrective and preventive action (CAPA) investigation was performed to further evaluate this behavior and it was determined that a corrective action is not warranted. Boston scientific will continue to monitor and trend these complaints to ensure that the rate remains within expectations as outlined in our of quality systems process.